Manufacturer narrative:
Investigation has been initiated, but has not been completed yet. Device is being sent to vendor for further evaluation. A follow up report will be submitted upon completion.

Event description:
Customer reports blue particles came off from tip during surgery. The particles were not retrieved and no additional information could be provided by customer. This device is used for treatment.